Manufacturer narrative:
Updating evaluation codes according to re investigation.

Manufacturer narrative:
Adding part number and lot number.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to broken neck.

Manufacturer narrative:
Updated item number and description.